Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: attachment device, (B)(6) 2022. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 1 of 2 of the event. It was reported that during an unspecified surgical procedure, it was discovered that when the motor device and the attachment device were being used, the console device displayed an e6(overheat warning) error code. It was reported that the motor device was not hot and there was no error code displayed when the motor device and the attachment device were exchanged. There was a two-minute delay to the surgical procedure. A spare device was used to complete the surgery without any issues. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the console device displayed an e6(overheat warning) error code was not confirmed. Therefore, an assignable root cause for the reported condition of e6 error code was not determined. However, during evaluation, it was determined that the device had foreign/debris/cleaning/sterilization. It was further determined that the device had debris. The assignable root cause was determined to be traced to maintenance.